Event description:
It was reported that a gastrectomy was performed on the patient in late april to early may. The orange indicator was set in the forepart of the green zone. The firing was as expected, the crunch was clearly heard. The cut line and staple line were completely deployed. The surgeon used hand sewing to fix the staple line for safety. Bleeding was found from the anastomosis the next day. About 2000ml blood transfusion was taken for the patient. Medicine was used to stop the bleeding and the patient was in hospital more than 20 days. Now the patient is fine and out of the hospital.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.